Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable. The complaint device was received and evaluated. Visual observation confirms that the inside of the screw head is damaged indicating the screw was tightened to high torque levels causing the damage. This failure could be attributed to patient¿s bone quality being very hard. A batch review was not conducted as the batch number is unknown. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer in (B)(6) that during latarjet surgical procedure, it was observed that the bristow-latarjet 34mm screw,top-hat(1) screw head stripped. According to the reporter, the event occurred while the surgeon was screwing the device into patient's glenoid when the screw head stripped. It was further reported that the surgeon was not able to implant screw any further, but was able to unscrew it out. It was reported that the surgeon had to drill a new hole and implanted a new screw. It was reported that the lot number could not be determined. It was reported that a new hole was created because the surgeon was not confident of where the original hole was located. It was reported that the holes were drilled with a 3.2 drill bit. It was reported that and the patient's bone quality was very hard. It was reported that there was a 15 minute delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.